Event description:
It was reported that during use on a patient, during counter-pulsation, the cs100 intra-aortic balloon pump (iabp) shutdown. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to the customer's site. The stm evaluated the iabp and replaced solenoid driver board. The stm performed all calibration, functional and safety tests on iabp, which passed. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, during counter-pulsation, the cs100 intra-aortic balloon pump (iabp) shutdown. No patient harm, serious injury or adverse event was reported.